Event description:
It was reported that shaft break occurred. Due to three vessel disease of coronary heart disease, the patient underwent drug-eluting coronary stent implantation, percutaneous transluminal coronary angioplasty, coronary angiography with single catheter, and right brachial artery puncture. A 2.00 mm x 12 mm maverick balloon catheter was advanced for dilatation. During the procedure, the balloon was broken before stent implantation and a new balloon was immediately replaced. No patient complications were reported.